Manufacturer narrative:
Initial reporter phone: (B)(6). Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that death occurred. In (B)(6) 2010, the patient was referred for cardiac catheterization. During the index procedure, the patient had elevated troponin indicating a non q-wave myocardial infarction (mi). The target lesion was a de-novo long lesion was located in the proximal right coronary artery (rca) extending into the mid rca with 95% stenosis and was 24 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with direct stent placement using a 3.00x28mm promus element study stent. Following post dilatation, residual stenosis was 0%. Two days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient expired due to natural causes.